Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had elevated watts and lab values indicating hemolysis. The patient has a history of pump exchanges due to hemolysis. The patient was taken to the operating room and the pump was exchanged with an hvad.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.